Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose and found that the paramedics were called to assist the customer. Troubleshooting was performed at that time and it was noticed that the customer was removing and replacing the reservoir into the insulin pump without rewinding the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.